Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/ lavh') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("burning spots throughout body- legs, back, lower parts"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and rash outcome was unknown. The reporter considered medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- rash and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this case become serious incident. Social media received. Reporter's information added. Event: medical device removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/ lavh') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("burning spots throughout body- legs, back, lower parts") and anxiety ("anxiety flares"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and rash outcome was unknown and the anxiety had resolved. The reporter considered anxiety, medical device removal and rash to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media- rash and medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: anxiety flares. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.